Event description:
New information received that the atrial lead exhibited noise over sensing resulting in pacing inhibition. The atrial lead was explanted and replaced with a new lead on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
It was reported that patient presented remotely via merlin.net. The atrial lead exhibited noise oversensing resulting in inappropriate auto-mode switch. No intervention or procedure was performed. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.